Event description:
Spontaneous communication. Inbound call from the clients' infusion nurse (B)(6) reporting that the client's new infusion pump malfunctioned during his weekly elaprase infusion. (B)(6) reported that the infusion pump started alarming and then reported motor stalled on the screen. Nurse was able to damp the elaprase infusion and switch out the pump for the client's old pump to restart the infusion at the rate of 40ml/hr, the rate at which the newer pump malfunctioned. No further information provided, new pump shipment process has been initiated and (B)(6) advised to return the malfunctioned pump in the mean time. Device on hand for return. No reports of missed dose or adverse events. Reported to (B)(6) by health professional.